Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results: patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Physician reported "ultrasonic - twisted implant surface structure changed". The device was explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, red particles in shell and underweight. Additional analysis was performed which identified: broken shell and others displayed sharp edge opening (unidentified (tear) opening) and non-penetrated nicks irregular, near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: broken shell and others due to surgical impact. Non-penetrated nicks irregular. No condition related to twisted implant was observed.

Event description:
Physician reported "ultrasonic - twisted implant surface structure changed". The device was explanted and replaced. This record relates to the right side.

Event description:
Physician additionally reported a "defect".